Manufacturer narrative:
(B)(4). Conclusion: treatment of a preoperative rupture aaa.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient had several days of back pain and abdominal pain. The patient passed out and arrived at the emergency room receiving CPR. The patient¿s hemoglobin was three. The physician implanted the bifurcated stent graft and iliac limb. The patient¿s bp was still low so the physician implanted two aortic cuffs proximal to the sma to help stabilize the patient¿s blood pressure. The bp was stabilized, a final angiogram showed complete seal. The patient¿s abdomen was grossly distended and the physician surgically opened the abdomen to evacuate the retroperitoneal blood. The patient was transferred to ICU in critical but stable condition. The physician stated that later that day the patient had a cardiac event and died. The patient¿s potassium was over seven.